Manufacturer narrative:
Upon investigation of the actual device used in this incident it determined that pyxis has undergone a reboot, which may lead to a black screen. A field service engineer assessed the station and discovered that there was no display on the helmer unit. Further troubleshooting and parts replacement will be necessary. The engineer disconnected the unit from the med station, which is currently functioning properly. The system functioned as intended after field service engineer troubleshooted the device.

Event description:
It was reported by the customer that the pyxis medstation es system station pyxis system has undergone a reboot; however, it continues to be unresponsive, remaining on the "initializing device manager" screen. A customer has reported that a user is unable to dispense medication due to a malfunction, which has resulted in a delay in patient care. There were no adverse events or injuries reported based on this event.